Event description:
Initial report stated, that implants failed due to the fixture's initial instability. On investigation, dentist subsequently stated, that the pt bone condition is the cause of the implant failure and required explantation. Dentist unable to provide additional information relative to product lot number.

Manufacturer narrative:
Complaint was not initially investigated. Complaint procedure recently revised to require appropriate investigation & reporting of events. Report being submitted subsequent to completion of investigation.